Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual instructs users to return any damaged components to the manufacturer. Inability to read the display associated with an alarm may result in no action or the wrong or inappropriate action taken in response to critical alarms. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during a routine follow-up appointment it was noted that the controller's lcd screen was not displaying properly. The numbers were faded out. The controller was exchanged with no reported consequence or impact to the patient. The exchange was well tolerated by the patient. The controller had not been dropped or sustained any damage. No further information was provided.

Manufacturer narrative:
Initial MDR date MFR. Rec: 2016-12-21. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the controller's screen was not displaying properly. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed through log file analysis since this event is related to the controller's display. Analysis revealed that the device passed visual examination and functional testing. The screen operated as expected with no fading of the characters/numbers observed. No failure detected, the reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.